Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery no longer charging. There was no patient impact.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site email) e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5, b6, b7, d10, h6 (health effect ¿ clinical code, health effect ¿ impact codes. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found an issue with the ac power cord. There was no fault logs associated. The fse replaced the ac power cord and the unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a battery that was no longer charging. There was no patient involvement reported.